Event description:
It was reported that during insertion of the sheath with a mallet, the sheath broke off about 3/4 of the way inserted and was not able to be fully retrieved. The surgeon did not attempt to put the screw into the sheath. After the sheath broke, he removed the portion that he could and left what he was unable to retrieve, burying the broken portion of the sheath into the graft with a bio-composite screw (8x23) for tibial fixation. The surgeon first dilated with a 8mm dilator, then advanced to a 9mm dilator to compensate for the 9mm graft. The 9mm dilator inserted into the tibia successfully and was fully seated; however the peek sheath broke off distally during insertion. Procedure: acl reconstruction. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the patient's condition was good both during and post-surgery. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is improper bone preparation. Per the product surgical technique guide, it is recommended to prepare the tibial tunnel to a diameter equal to the diameter of the graft and to dilate the tunnel with a tapered dilator that matches the graft diameter. If it is necessary to remove the graftbolt from the tibia, first insert the hexalobe driver shaft and remove the screw. Next, insert the graftbolt removal tool and impact the graftbolt (sheath) into the joint and remove the implant through the working portal. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.